Event description:
Related to MFR report #: 2183959-2012-01966. On (B)(6) 2010, a miniarc sling was implanted in the plaintiff to treat her stress urinary incontinence. The plaintiff's attorney has alleged "as a result of the implant" the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged the plaintiff "has undergone medical treatment and corrective surgery and hospitalization'' and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.